Manufacturer narrative:
Concomitant medical products: 503458 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the threshold rose drastically and suddenly to high levels. The atrial lead was capped and replaced. After the new lead was placed, the patient was found to have atrial standstill. No patient complications have been reported as a result of this event.